Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2010 by the hospira field service engineer. The ac power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported sparks inside of the clear plastic receptacle on the male end of the ac power cord. The pump was returned to the biomedical engineering dept with a note that stated, "sparks inside of the plug." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, discoloration was noted inside of the clear plastic receptacle on the male end of the ac power cord. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.